Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The power supplies and pcbs were evaluated and reseated. The system was tested and found to be working as intended and put back into service.